Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
The patient was concomitantly injected with juvéderm® volift® retouch and not with juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Concomitant therapies: antidepressants. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules and an indurate inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nodules and an indurate inflammation as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla and then injected to the nasolabial sites with juvederm voluma with lidocaine as well as concomitant injection to the oral commissures with juvederm volift with lidocaine. Patient used ice after injection. A month and a half later patient developed nodules and an indurate inflammation in the left nasolabial site. No adverse events appeared on the right side. Patient was prescribed ciprofloxacin and prednisolone. Symptoms are ongoing. Patient was taking antidepressants at the time of injection.